Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was powered on and there were bright circled spots all over the display. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported screen issue was verified. The cause of the condition was determined to be a defective liquid crystal display (lcd). The lcd would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump was gray during programming/setup. There was no patient involvement. No additional information is available.